Event description:
Patient's mother called into animas to report a cs alarm. Mom reported that the patient has been off of the pump for a couple of days, and when she put the battery back in this morning to rejoin pump therapy, it had the cs 078 0008. Customer service asked mom to take battery out and reboot, and then she mentioned that this was the third time she rebooted this morning and the cs 078 0008 was triggered. Customer service asked if the reporter had been swimming, and reporter stated yes, two days ago when she was on the pump. When the reporter rebooted while on the phone, the pump's keypad did not respond to button presses. Reporter confirmed that there was no moisture in the battery compartment. Reporter mentioned that there was condensation under the display. No rips or tears in the keypad. Audio bolus button is present. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): review of the black box showed several reboots occurring as well as call service (cs) alarms around the date of the alleged event. There were several motor alarms and cs alarms noted in the alarm history. On examination, the keypad was found to be fully intact without peeling or visible damage. There was internal moisture visible in the display lens and in the battery compartment. On testing, all of the keypad buttons were appropriately responsive. The keypad cover was removed for investigation and there was no contamination noted around the button contacts. An "ezprime" operation was performed and during the "rewind" step and the pump emitted a cs alarm. A leak test was performed and resulted in evidence of a leak in the battery compartment. The pump was opened for investigation and revealed moisture and corrosion on the printed circuit board, motor circuitry and the power terminals and flex. Complete pump testing was not able to be performed. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.